Event description:
A malfunction was reported with the pump displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer had no backup therapy available and planned to contact their healthcare provider. Tandem technical support arranged for a replacement pump to be sent and provided instructions on returning the faulty pump, including putting it into storage mode and programming the replacement pump. The customer understood and acknowledged all instructions.